Event description:
It was reported that the patient was involved as a passenger in a car accident and a few days subsequent, presented to the emergency room (ER) with complaints of bodily pain. The device had triggered a patient alert and the right ventricular lead impedance for the superior vena cava (svc) coil was high. The physician intends to evaluate the device and lead invasively to ensure the trauma has not affected system functionality. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.